Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an ablation procedure, a patient presented with new onset headaches, worsening over three days, and mild visual disturbances. Blood tests revealed symptomatic hyponatremia with a sodium level of 128 mmol/l. Computed tomography of the brain showed no acute intracranial cause for the symptoms. The hyponatremia was identified as a rare side effect of a newly started prophylaxis against atrio-esophageal fistula post-ablation. The patient was hospitalized, the prophylaxis agent was discontinued, and the patient was hospitalized/observed overnight and discharged the following day with improved sodium levels. No further patient complications have been reported as a result of this event.